Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The promus element plus everolimus-eluting platinum chromium coronary stent system was advanced and deployed to the target lesion. Then a 2.5mm x 15mm nc quantum apex balloon catheter was advanced through the recently deployed stent however, it was noted that there was a proximal stent deformation of the promus element stent. The procedure was completed using a 3.0mm x 8mm promus element stent which was deployed proximally with an excellent angiographic result. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).